Event description:
It was reported to boston scientific corporation that a truetome 39 was attempted to be used in the papilla during a sphincterotomy procedure performed on (B)(6) 2026. During the procedure, electrosurgical breakage occurred. A photo was provided from the customer showing that the cutting wire was broken and kinked. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results: the truetome 39 device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was not returned. A media analysis was performed on the photo provided by the complainant. The photo revealed that the cutting wire was blackened, kinked and broken. No other problems with the device were noted. According to the media analysis performed, it was found that the cutting wire was blackened, kinked and broken. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity. Also, it can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.